Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the main power failed on the refrigerator, and the temperature went out of range. The customer turned the unit off and left it off for 5 minutes, but this did not help. The refrigerator could not be used due to the temperature issue and failed space, and it was unable to recover. The customer reported that they had to access the medications from main pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator had power failure error and temperature not regulating. A field service engineer (fse) observed a power failure error on the es refrigerator listed in failed storage space, preventing recovery. The refrigerator was shut down, the battery switched off, and the power cable unplugged. The battery was replaced, followed by a hard reboot. The device powered back on without further errors, and the temperature stabilized within the proper range. The system functioned as intended after the field service engineer repaired the device.